Event description:
It was reported that the leadless pacemaker exhibited no battery longevity during a follow-up. It was noted that this was due to the missing implant date on the device. The implant date was then entered manually. The patient was in stable condition.

Event description:
New information received notes that the patient presented at a follow-up in clinic on 23 aug 2022 with high capture thresholds on the leadless pacemaker (lp). The physician repositioned the lp away from the right ventricular trabeculae during procedure on 23 aug 2022 to resolve the increased capture thresholds. The patient was in stable condition. The lack of battery longevity was then noted and resolved by entering the implant date manually with no consequences.